Manufacturer narrative:
The device will not be returned.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 110 cm. 7 fr. Maxi ld pta 20 x 40 balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The procedure was completed successfully, but it is unknown how. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. The product was clinically used, and it will not be returned for analysis. Additional information received: there was no other product issue noted either at the account or after the procedure. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). Additional investigational questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion-a 110 cm. 7 fr. Maxi ld pta 20 x 40 balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The procedure was completed successfully, but it is unknown how. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. The product was clinically used. There was no other product issue noted either at the account or after the procedure. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). Additional investigational questions were answered as unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17294632 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use ¿the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.